Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) additional information was received from a healthcare provider (hcp) via a clinical study. The patient's baseline weight was (B)(6) pounds. The cause of the catheter occlusion was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine 15.0 mg/ml for a total dose of 5.003 mg/day via an implantable pump for spinal pain. It was reported via a clinical study that the patient was diagnosed with a catheter occlusion at the lumbar/pump portion of the catheter and had increased pain, more than double the patient's normal pain level on (B)(6) 2017. Most recent refill prior to event was (B)(6) 2017. Interventions included a catheter revision on (B)(6) 2017. Examination on (B)(6) 2017 indicated the anticipated residual volume was 4 ml, but the actual residual volume removed was 9 ml. A catheter access port (cap) contrast study/dye study was performed on (B)(6) 2017 and they were unable to aspirate cerebrospinal fluid (csf). A catheter revision was planned. Examination on (B)(6) 2017 indicated the pain was well controlled at time of discharge. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.